Manufacturer narrative:
(B) (4). The forcefx generator was checked by the hospital, determined to be in specification and put back in service. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a pt burn occurred underneath an EKG lead. The EKG lead was attached to the back of the pediatric pt who was laid on their back on to a reusable megadyne megasoft mat. At this point, the degree of burn is unk, but it is greater than first degree. A forcefx generator was in use.